Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h363282) was received at us customer quality (cq). Upon visual inspection, it was observed that the needle component had broken from the center shaft of the device. The broken needle was not returned. Also, the device was missing the protection sleeve component. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage and device geometry. Document/specification review: the following drawing(s) were reviewed: (current) and rev m (manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h363282), as the needle component had broken from the center shaft of the device, and the device was missing the protection sleeve. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use and/or the missing components of the device were displaced when taken apart for sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number:319.006, synthes lot number: h363282, supplier lot number: n/a, release to warehouse date: nov 20, 2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a patient underwent open reduction internal fixation of right distal radius fracture. As the surgeon was measuring for a distal unknown screw, the stem of the 2.0/2.4 depth gauge was broken. The surgeon opened an unknown mini fragment locking compression plate (lcp) instruments set to use another depth gauge, but the second depth gauge was also broken during measuring for an unknown screw. Another distal radius set was opened for a third unknown 2.0/2.4 depth gauge to finish the procedure. There was a surgical delay of two to three (2-3) minutes. The patient outcome was successful. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). Unknown mini fragment locking compression plate (lcp) instruments set (part# unknown, lot# unknown, quantity 1). Unknown distal radius set (part# unknown, lot# unknown, quantity 1). This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 2 for (B)(4).